Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable, pump won't run." The reservoir volume was 35.8ml, rate was 0.9ml/hr, and 6.2ml was given. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.